Manufacturer narrative:
The subject scope was connected to a bench test fixture to verify electrical functionality of the camera, light emitting diode (led), and electromagnetic sensors (em). The scope tip was manually articulated while monitoring the resistance of each sensor to confirm that there was no intermittent open on either sensor or camera image degradation. The results showed observed both sensors to be within specification. A closer inspection of the scope handle, shaft, cable, and connector observed no external physical damage that could contribute to the reported issue. The results showed the bronchoscope to be operating as expected. A review of the calibration data obtained from production final acceptance testing revealed all acceptance criteria were met and no anomalies found. Based on the results from the examination, the product met specifications. A review of similar investigations with similar reported issue (1200 fault or em sensing issue) has noted that this is a known issue and have not established a possible root cause. The incident will continue to be monitored in regular trend review meetings.

Event description:
It was reported that after a successful diagnostic procedure using the monarch bronchoscopy system, a pneumothorax and pneumomediastinum were noted post-procedure. A chest tube was placed and the patient was admitted to the hospital. The pneumothorax and pneumomediastinum resolved and the patient was discharged.